Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient was having to charge the ins too frequently (twice daily). The patient stated that the recharger 'will say the ins is fully charged and an hour later it will drop to 2/3 or clear down and then the they will start charging again and it will charge back up to 2/3 but to get the last 1/3 it will take a half hour.' It was noted that the patient was recently reprogrammed to high density settings. It was also reported that while charging the ins recharger (insr) would turn off completely, but is able to restart the charging session normally when this happens. The patient stated that they dislike using the belt/adhesive discs and so lays on-top of the insr antenna while charging. It was reviewed that this could result in loss of coupling or the antenna getting to warm which would stop the recharging process. While on the call the patient had all 8 coupling bars and could not recreate the issue. It was also reported that the patient programmer and the ins recharger showed different ins battery levels but while on the call there was no discrepancy. A new insr was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.